Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-13322. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade iii-IV, lymphadenopathy.

Event description:
Patient representative reported "capsular contracture baker grade iii - IV", "suspected rupture (birefringent foreign material)", "skin rash", ¿a nerve damage during explant surgery which caused numbness of breast area and axillar up to the shoulder¿, ¿device crease / folding¿, "on the axillary, an enlarged lymph node can be palpated¿, "suspected breast implant illness (bii)- not device related", light chronical inflammation- not device related", "chronic fatigue- not device related" and "joint pain- not device related". This record is for the left side. The device has been explanted.